Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted during testing. The displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests could not be performed due to the unresponsive buttons. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, cracked case at a display window corner, minor scratches on the display window, scratched reservoir tube window and a cracked belt clip slot.

Event description:
It was reported that the customer had low blood glucose levels of 39 mg/dl. The customer treated with sugar pills. The customer reported a button error alarm from the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.